Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. A 2.75mmx38mm synergy drug-eluting stent was selected for use. However, during preparation of the device, the stent strut was found to be broken. The procedure was completed with another 2.75mmx38mm synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts throughout the center to the distal end of the stent that were stretched and bent. The outer diameter of the undamaged portion of the stent was measured and indicates that the proximal end of the stent was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. Functional testing was attempted but due to the stent damage testing was not successful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that during preparation, while holding firmly the distal side of the stent protector and the proximal stent side of the catheter, the stent protector was slid slowly to the distal side.